Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section h3. The actual sample was not available; however, the initial MDR was submitted stating the device was evaluated by the manufacturer.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: cath lab tech. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint cannot be confirmed for post deployment complications based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal device involved failed to deploy. The patient was in stable condition and the procedure was completed successfully. There was no patient injury or surgical intervention required. Additional information was received on 20jan2023: manual compression was used for closure. The procedure performed was a coronary procedure through femoral access. There have not been any further patient complications.